Manufacturer narrative:
The lens was received and inspected under illuminated 10x magnification. The results show a distorted haptic and dried material on the optic. Condition is consistent with a lens that was explanted. Lens met all manufacturing specifications prior to release. In follow-up with the account it was confirmed the lens was not the cause of this issue. The patient has glaucoma and experienced an unanticipated pressure spike after implant of the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the intraocular lens was explanted one day post-operative due to the patient's increased intraocular pressure. No patient injury.